Event description:
Emergency medical service personnel were attending to a pt in cardiac arrest. During two attempts at countershocking the pt, the device charged but allegedly did not deliver energy to the pt. A back up device was immediately available and used to continue treatment to the pt. The pt was not resuscitated. The customer reports that the alleged malfunction did not compromise pt care.